Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.11. The lens was not returned for an evaluation. Only the associated company cartridge was returned inside the lens carton. Inadequate viscoelastic and potentially blood were observed inside the cartridge. The tip has heavy stress. A tip aneurysm was observed along the right side. The cartridge displayed evidence of handpiece use. The cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed documentation indicated the product met release criteria. The associated handpiece and viscoelastic information was not provided. It is unknown if qualified associated products were used. Only the associated used cartridge was returned for evaluation. The root cause for the reported complaint of haptic got folded in cartridge upon loading and was unstable was most likely related to a failure to follow the instructions for use (IFU). Based on evaluation of the associated cartridge, an inadequate amount of viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if qualified associated handpiece and viscoelastic products were used. The IFU instructs company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with a description of intraocular lens haptic got folded in cartridge upon loading and was unusable. Additional information has been received and stated that the procedure was completed with the unspecified replacement lens on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).